Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zilbs-635-10-8 device of lot number c1299958 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the a sphincterotomy and dilation of the obstructed area was conducted prior to this occurrence. The complaint device was advanced through an olympus tjf-260v endoscope. The target location for the complaint device was the left hepatic duct. Resistance was not encountered when advancing the wire guide to the target location. Resistance was encountered when advancing the delivery system through the obstructed area. It is not known if the complaint device was advanced through the side of a previously placed stent. No portion of the complaint device remained in the endoscope. The procedure was completed with a competitor¿s enbd (endoscopic nasal bile drainage) device. On evaluation of the returned device, it was observed that the device was returned with 1cm of the stent partially deployed. There was tactile damage observed on the flexor, 10cm from the distal end of the device. The engineers suggested that the tactile damage corresponded to where the complaint device would contact the endoscope elevator, where the device exits the endoscope. The overall device length (working length) was measured as 200cm, which was within specification of 200cm +2/-1cm. The device was returned with the red safety tab in place. The engineers deployed the stent in the lab, with no issues found. The deployed stent was measured as 8cm long. The customer complaint is confirmed as the stent was partially deployed with the red safety tab in place. Possible causes for this occurrence could include the patient anatomy. The customer reported that resistance was encountered when advancing the complaint device through the obstructed area. The resistance encountered suggests that the patient anatomy or lesion created high forces on the flexor of the device, which could have compressed the outer flexor and caused or contributed to the premature deployment with the safety tab in place. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. It may be noted that a project has been initiated to improve the strength of the outer flexor. As per the product packaging insert: ¿these metal biliary stents are not intended to be repositioned or removed after deployment in bile duct. In case of accidental deployment or improper placement (immediately following deployment), stent should be left in place and placement of a second stent should be attempted to achieve desired result.¿ prior to distribution all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity . A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1299958. According to the initial reporter, there were no adverse effects to the patient as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The user inserted an ercp catheter in the hepatic portal region and performed angiography to confirm the stenosed site. Then he removed the ercp catheter and placed a wire guide and advanced the delivery system of zilbs-635-10-8 over the wire guide. When the delivery system was passing the stenosed site, 2-3cm of the stent deployed by itself. The safety lock was not removed. Due to this prematurely deployed stent, it was unable to place the stent at the target site, so he removed the system from the patient. He placed other manufacturer's enbd tube instead to complete the procedure.